Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer noticed unabsorbed insulin in the carelink reports and they did not know what this meant. The customer was given the information and they stated that they did not have bolus wizard details checked in report options. Assistance was provided and the customer understood. The customer was offered to do high blood glucose testing on both the insulin pump and the infusion set if high blood glucose occurs again. Nothing further was reported.